Event description:
Literature case. "A prospective randomized controlled study was conducted to evaluate the application of tourniquet in primary total knee arthroplasty". Authors: xu deli, lin hao,tao haiying. In this study there were 43 patients bearing genesis ii knee prosthesis (high flexion and common). It was reported that two patients suffered from superficial infection of the wound. Additionally, suture exposure was found in the two patients. The event was treated by changing the dressings so the wound healed smoothly.

Manufacturer narrative:
It was reported from a literature review that the patient had superficial infection of the wound. The event was treated by changing the dressings so the wound healed smoothly. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.